Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the technician opened the vial of a cc4204bf collamer single piece lens and it was noted that one haptic was torn. The reporter stated the lens was not loaded or used and there was no patient contact.